Event description:
It was reported that the patient presented in clinic for a follow-up, during which it was discovered that their implantable cardioverter defibrillator (ICD) was in backup vvi mode. The device was restored to nominal settings. The patient was stable.